Event description:
It was reported that the 8015 had system error code of 133.6080. There was no patient involvement. Bd tech support provided troubleshooting with the customer. Recommended to charge the unit. The unit powered on with no error. Let biomed know that this error was caused by a low battery charge.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the device had system error code of 133.6080 was caused by low battery charge. Tech support recommended to charge the unit for a few minutes before powering it on. The unit powered on with no error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.